Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-00835. Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. The introducer sheath was fractured approximately 46.0 cm from the proximal end and no stretching was observed. Conclusions: evaluation of the returned smart coil revealed that the embolization coil was intact with the pusher assembly; therefore, the reported complaint could not be confirmed. Further evaluation revealed that the smart coil was retracted through its introducer sheath and a fractured introducer sheath. If the smart coil is retracted through its introducer sheath; resistance may be experienced during advancement. The fractured introducer sheath was not mentioned in the reported complaint and was likely incidental. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of coil detachment.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils), a benchmark delivery catheter (benchmark), and a non-penumbra microcatheter. During the procedure, four coils were implanted successfully into the target location. The next smart coil would not advance past its initial position within its introducer sheath and was stuck. The introducer sheath was removed from the microcatheter and brought to the back table. When the physician attempted to advance the smart coil again, the coil became detached from the pusher assembly. The procedure was completed using the same benchmark, the same microcatheter, smart coils and non-penumbra coils. There was no report of an adverse effect to the patient.